Event description:
Report received of a tubing set which "ruptured" during use with a power injector. The power injector tubing was connected to the clave port of the extension set. The extension set was connected to peripheral i.v. Cannula. The patient was to received 150mls of oxilan contrast. The power injector was set to deliver 2 mililiters per second. When the med rad power injector had delivered approximately 75mls, the tubing ruptured. The i.v. Site was discontinued and the scan was completed. The remaining 75mls were not delivered. The reporter stated they were not notified of any adverse patient effects. It was reported that "the diminished amount of contrast decreased the overall sensitivity of the exam". Although requested, no additional information was provided.